Event description:
Mi pt had nasogastric tube connected to intermittent suction and an endotracheal tube connected to a ventilator. Nurse noticed rust colored fluid in the pt's endotracheal tube. She immediately suctioned the endotracheal tube and changed the suction regulator on the nasogastric tube. A few minutes later, the nurse auscultated the pt's chest and became suspicious that he had aspirated. A chest x-ray later confirmed this. When suction regulator was checked, it was found that the unilogic module was defective.